Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
Arjo was notified of an incident involving a carevo shower trolley. It was reported that a resident fell off the carevo. Caregivers instructed the resident to turn on the side of the carevo trolley. The resident turned on the side rapidly. At this moment the side support of the carevo unexpectedly released and the resident fell off the device. The resident indicated that she was dizzy when turning around. As a result, the resident suffered back and rib pain and was taken to the hospital. The resident's sixth rib was suspected to be fractured. The resident had a lump on the back of the head. It was cooled with ice and, according to medical staff, subsided fairly quickly. The resident returned home the same day, but is currently still experiencing pain in his right rib and is receiving oxycodone as an emergency painkiller and standard paracetamol. The carevo is equipped with two side supports to secure the patient. Each side support in the carevo has two handles. By using them at the same time, the side support can be folded or unfolded. The device inspection conducted by an arjo representative revealed that the carevo side supports can be locked and unlocked correctly. No malfunction was found. There was not possible to recreate the event. The device was put back into service. The instruction for use (IFU) provides information that when side supports are raised to a desired position they should lock and click into place. A caregiver should ensure that the side supports are in locked position e.g.: ¿lift the operating handles and raise/lower the side support to the selected position until it locks and clicks into place¿ ¿warning: to avoid the patient from falling out of the device make sure that all side supports are in a locked position.¿ to sum up, the carevo did not meet its performance specifications as side support opened unintended. The event occurred during use with the resident. The complaint decided to be reportable due to the resident fall reported resulting in serious injury.

Manufacturer narrative:
The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Arjo was notified of an incident involving a carevo shower trolley. It was reported that a resident fell off the carevo. Caregivers instructed the resident to turn on the side of the carevo trolley. When the resident turned on the side, the side support of the carevo unexpectedly released and the resident fell off the device. As a result, the resident suffered back and rib pain and was taken to the hospital. The resident's sixth rib was suspected to be fractured. The resident had a lump on the back of the head. It was cooled with ice and, according to medical staff, subsided fairly quickly. The resident returned home the same day, but is currently still experiencing pain in his right rib and is receiving oxycodone as an emergency painkiller and standard paracetamol.